Event description:
It was reported during an unk procedure the reset button on the 355ld trocar did not work properly. The trocar was immediately replaced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48211. D6: device returned with no lot ID. Based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident occurred. The device was examined and would not arm as rec'd. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.